Event description:
It was reported the patient missed a refill. The patient had relocated and had not been able to find anyone to refill their pump. The patient¿s pump critical alarm had been going off since (B)(6) 2014 and the patient¿s last refill was (B)(6) 2013. It was reported that the patient¿s pump was empty. The patient had not been able to find an hcp to refill the pump. The low reservoir alarm started (B)(6) 2013, and the critical alarm since (B)(6) 2015 (two weeks ago).the patient had an appointment to see a regular hcp the day of the report (B)(6) 2015 and hoped to get some meds for the massive pain and withdrawal the patient was experiencing for the past 5 days. It was noted that the withdrawals also began about 2 weeks ago. The patient had experienced legs cramp, couldn¿t hardly walk, every bone and muscle aches, couldn't sleep, muscle aches, shaking, couldn't eat or sleep, dehydrated and couldn't eat or drink anything. The patient was a truck driver and was driving knowing they were experiencing withdrawals. The patient was seeking a new hcp. The patient¿s current hcp would not work with narcotics. It was later reported that the patient was doing better with the withdraw als; it was just starting to ease up a little bit, but the pain was intense. The patient planned to go to the emergency room (ER). The patient went to ER but waited for 6 hours. The patient reported they couldn't sit there anymore, was going through withdrawals, and was hurting and was never admitted. The patient reported they ¿get treated like "a junkie", and had a "friend" get her dilaudid pills to get by until they could find an hcp to fill the pump. It was later reported the patient stated the university pump staff has her info and noted that regardless it may take 4-6 weeks to process and get her listed as a patient. The patient was requesting hcp listing for san diego as they have family there. The pump alarm goes off every hour on one and the pain is intense. The pump was used to deliver dilaudid (hydromorphone) and marcaine (bupivacaine). (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).